Event description:
It was reported that a cartridge change error occurred and that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the cartridge was reloaded, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.